Event description:
The customer reported false positive alinity I total, hcg result generated by the alinity I processing module for a 36-year-old female (not pregnant) patient. Results were reported to medical provider. The following data was provided (= 5.00 iu/l is negative, = 25.00 iu/l is positive): 24nov2025, sid (B)(6); initial results= 41.120 iu/l (positive), repeat results on 25nov2025 = 2.3 iu/l (negative). There was no impact to patient management was reported.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section b3 - date of event was updated from 11/23/2025 to 11/24/2025. This issue was previously reported under MDR number (B)(4) under a different suspect device.

Event description:
The customer reported false positive alinity I total -hcg result generated by the alinity I processing module for a 36-year-old female (not pregnant) patient. Results were reported to medical provider. The following data was provided (= 5.00 iu/l is negative, = 25.00 iu/l is positive): (B)(6) 2025, sid (B)(6); initial results= 41.120 iu/l (positive), repeat results on (B)(6) 2025 = 2.3 iu/l (negative). There was no impact to patient management was reported.

Manufacturer narrative:
The customer inspected the instrument and observed that the alinity I wash cup baffle (04s62-02) was very dirty and the issue was resolved after cleaning serum from the part. A review of instrument service history for (B)(6) revealed that no additional discrepant result issues have been reported since the service activity was completed. A review of complaint and trending data for the alinity I wash cup baffle (04s62-02) did not identify any similar issues as described in this complaint. Additionally, a review of complaint and trending data associated with the alinity I wash cup baffle (04s62-02) did not identify an increase in complaint activity. The device history record was reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the alinity I processing module, serial number (B)(6), or the alinity I wash cup baffle (04s62-02).